Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation but provided photos show the covera covered stent placed inside a previously places stent. Deformation of the covera stent could not be verified, which leads to inconclusive results. A more detailed description is not possible. It was reported that the covera covered stent was placed inside another stent. As referenced in the IFU the safety and effectiveness of the device when placed across a previously placed bare metal stent has not been evaluated. Based on information available and evaluation of the provided photos, the investigation is closed with inconclusive results for the alleged stent deformation. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied for this product was reviewed. Regarding precautions the instruction for use states: "the safety and effectiveness of the device when placed across a previously placed bare metal stent has not been evaluated." Potential complications and adverse events which may occur are referenced in the instruction for use, e.g., covered stent collapse/compression, covered stent fracture, covered stent kinking, covered stent migration or covered stent misplacement. Preparation for stent placement and stent placement procedure was found to be described by the instruction for use, e.g., "use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length."; "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And " maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a stent graft placement, the patient allegedly experienced arm swelling. It was further reporter that the stent was allegedly found to be crushed under angiography examination. Reportedly, the stent was relined with another stent for strength. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a stent graft placement, the patient allegedly experienced arm swelling. It was further reporter that the stent was allegedly found to be crushed under angiography examination. Reportedly, the stent was relined with another stent for strength. There was no reported patient injury.